Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Current information is insufficient to permit a conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01463, 0001825034 - 2017 - 01464, 0001825034 - 2017 - 01465.

Event description:
Patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-01732.